Event description:
Related to (B)(4) the hospital reported that during the saphenous vein harvest, the practitioner stated that the vasoview hemopro 2 bisector quit working. The customer opened another kit after changing the extension cable, adaptor, and generator. The new kit was opened, and this one worked appropriately, and the case/harvest was finished successfully. The pre-procedure inspection was done. The wet raytec test was not done. The generator setting was set to 3. There was only a short delay in the procedure for troubleshooting and opening another device.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.